Event description:
1 fvt on (B)(6) 2025. Possible ventricular over sensing on episode at times. Reason for check: patient very sick. Suspected device not working. Patient in intermittent vt (ventricular tachycardia). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).